Event description:
It was reported the material of the device peeled. A 2.1mm jetstream xc catheter was selected to treat peripheral artery disease (pad) in a 100% stenosed, and mildly calcified target area in the peripheral artery. During the procedure, the material of the 2.1 mm jetstream xc catheter began to peel at the back end of the catheter. The original 2.1 mm jetstream xc catheter was used to complete the procedure. The 2.1 mm jetstream xc catheter was removed from the patient and there were no patient complications as a result of this event.

Event description:
It was reported the material of the device peeled. A 2.1mm jetstream xc catheter was selected to treat peripheral artery disease (pad) in a 100% stenosed, and mildly calcified target area in the peripheral artery. During the procedure, the material of the 2.1 mm jetstream xc catheter began to peel at the back end of the catheter. The original 2.1 mm jetstream xc catheter was used to complete the procedure. The 2.1 mm jetstream xc catheter was removed from the patient and there were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed multiple kinks and the shaft burst 94cm from the tip. Microscopic examination revealed no damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the shaft burst.